Manufacturer narrative:
Only the erroneous value for the first patient sample was reported outside of the laboratory. This patient was not treated based on the erroneous result. The results measured for all other samples were not reported outside of the laboratory until the samples had been repeated. All provided calibration data was successful. A reagent specific issue could be excluded. Maintenance service actions for the analyzer were all overdue. Based on the provided data, investigations have determined that the issue was most likely caused by insufficient maintenance.

Manufacturer narrative:
The customer provided data for 10 additional patient samples with questionable gluc3 results. Of these, one had an erroneous gluc3 result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The additional sample from a female patient and dated (B)(6) 2018, resulted with values of 72 mg/dl and 103 mg/dl when tested on the i400+ analyzer. The sample resulted as 72 mg/dl when tested on the i800 analyzer. No adverse events were alleged to have occurred with the patient. This sample had the following additional test data: bun = 5 mg/dl, creat = 0.5 mg/dl, k = 4.32 mmol/l, na = 136 mmol/l.

Manufacturer narrative:
The field service engineer replaced both syringes and sample probes on the analyzer. All related parts were inspected and replaced. He ran precision studies before and after this action. The customer stated that there have been no further issues the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer had recurring issues with results for the gluc3 glucose hk gen.3 assay on a cobas integra 400 plus (i400+). The customer provided data for a total 24 patient samples. Of these, 7 had erroneous results for gluc3. The first patient sample initially resulted with a gluc3 value of 164 mg/dl and this value was released outside of the laboratory to the doctors. The doctors called the laboratory back saying that they performed a glucose test on the patient using a point of care glucometer. The result from the glucometer was around 120 mg/dl. The doctors requested repeat testing of the patient sample on a cobas integra 800 (i800). The repeat result from the i800 was 126 mg/dl. The sample was also repeated on the i400+ analyzer, resulting as 127 mg/dl. Later in the day, the customer ran controls on the i400+ analyzer and the results were good. Later that same day, they had questionable results for 2 additional patient samples. Of these, one had an erroneous gluc3 result. Refer to the attachment for data from this second patient sample. The erroneous result for the second sample was reported outside of the laboratory. The customer continued to double check gluc3 results from patient samples on the i800 analyzer during the night of (B)(6) 2018 and the morning of (B)(6) 2018. The customer later encountered additional erroneous gluc3 results for 5 additional patient samples tested between (B)(6) 2018 (samples 3 through 7). It was asked, but it is not known if any erroneous results from these samples were reported outside of the laboratory. Refer to the attachment for this patient data. No adverse events were alleged to have occurred with the patients. The gluc3 reagent lot number was 30285301. The reagent expiration date was asked for, but not provided.